Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed. The customer reported that fibers were found in the incision site (wound). A sample was not returned for this complaint. The customer should be advised that when this type of issue occurs, a sample will need to be returned so that a proper investigation can be conducted. If possible, the customer should provide alcon with a photo to help with the investigation of this issue. The root cause of the customer's complaint could not be established as a sample was not received. Without a sample, it is not possible to isolate the root cause. No action will be taken at this time as a sample was not returned. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported fibers were found in the incisions of an unknown number of patients. Additional information was requested; however, none has been received to date. This is one of two reports for this facility.